Event description:
Doctor attempted to use a balloon from olympus. During the procedure, the balloon wire broke, and the surgeon had to use wire cutters to remove it from the scope. No harm to the patient.